Event description:
The patient was implanted with a left ventricular assist device. Information was received that the patient expired with the cause of expiration noted as withdrawal of care after a cerebrovascular accident (cva). It was reported that the patient had no pre-existing conditions related to the cva. An autopsy was not performed. It was reported that the device was functioning as intended. No additional information was received.

Manufacturer narrative:
(B)(4). An autopsy was not performed and the lvad pump will not be returned for evaluation. No further information is available. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Additional information: it was reported that a CT scan of the head performed on (B)(6) 2015 showed an acute/subacute non-hemorrhagic infarct involving the left basal ganglia with focal edema. Anticoagulation. The patient¿s cause of death was reported to be withdrawal of support due to a non-hemorrhagic infarction of the left basal ganglia with no chance of recovery. The patient was on eliquis immediately preceding the event. It was reported that support was withdrawn as there was ¿no chance of recovery¿.

Manufacturer narrative:
The manufacturer was unable to conduct an investigation of the device because it was not returned by the hospital. A review of the device history record revealed the device met applicable specifications. Based on the information available and due to the device not being returned for analysis, no conclusion can be drawn as to the cause of this event. No further information is available at this time. The manufacturer is closing its file on this event.